Manufacturer narrative:
Patient information and event date were requested from the customer, but no response received.

Event description:
The customer reported that the ventilator alarmed with check vent alarm supply failed and cooling fan speed error. Review of the diagnostic report (drpt)shows a 24 volt supply failed. The customer reported that the unit was in use on patient , but there was no patient harm reported.

Manufacturer narrative:
Failure analysis on the returned power management (pm) board shows that the power management (pm) pcba was tested and no failures were identified.